Event description:
No additional information received from the customer.

Manufacturer narrative:
Updated: d9, h3, h6, h11 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, a definitive root cause of the reported insertion tube separation/detachment issue could not be determined, however, the issue was likely the result of component failure due to repetitive use material fatigue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the cystonephrofiberscope tube was separated or disconnected. The issue occurred during reprocessing. There were no reports of patient involvement.